Manufacturer narrative:
Title the efficacy of absorbable versus nonabsorbable fixation in laparoscopic totally extraperitoneal (tep) repair of large inguinal hernias source asian journal of surgery, 2019 (1-6) date of publication: 24 january 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, comparison of clinical outcomes of laparoscopic totally extra-peritoneal (tep) repair with mesh fixation in large inguinal hernias using titanium versus absorbable tacks was done. In the study, 20 patients had mesh fixation with titanium tackers (group tt). Post operative complications for the titanium tacks was seroma.